Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had keypad issues. It was reported that when the customer presses the act button on their insulin pump, it sometimes skips options and bypasses the regular next menu. No further information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No skipping scrolling bar on the screen was noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.